Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to (B)(4). Following a high level disinfection by (B)(4), the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that the biopsy channel of the subject device tested positive for many undetermined bacteria during routine surveillance culturing by the facility. There was no report of infection associated with this report.